Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided liver biopsy, the device allegedly self-activated while fully primed. It was further reported the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was unconfirmed for self-activation, as the device functioned properly under laboratory conditions and the reported event could not be reproduced, the device was able to prime, fire, and obtain samples without issue. An x-ray showed improper tang engagement. Upon disassembly it was noted that the cannula outer tang width was out of specification. Additionally the investigation was confirmed for break, as the device was broken on the distal end of the outer device housing. Per the evaluation results, it was noted that the cannula tang width was slightly below specification. It was likely that shipping and handling contributed to this issue, as the device was returned in the primed position. The definitive root cause of the break is unknown; however, all max-core devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related. Per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it was possible that procedural factors contributed to the reported event; however, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during preparation for an ultrasound guided liver biopsy, the device allegedly self-activated while fully primed. It was further reported the procedure was performed with another device. There was no patient contact.